Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared.